Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluation: the nc quantum apex monorail (mr) device was received with blood and contrast visible in the inflation lumen. Inspection of the balloon revealed a longitudinal tear in the balloon wall material. The tear started 4mm from the distal tip and extended 12mm. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% de novo lesion was located in a moderately tortuous and moderately calcified proximal right coronary artery. The physician used the 15mm x 4.00mm nc quantum apex mr balloon for post dilation. Upon the first inflation to 10atms for 10secs the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% de novo lesion was located in a moderately tortuous and moderately calcified proximal right coronary artery. The physician used the 15mm x 4.00mm nc quantum apex mr balloon for post dilation. Upon the first inflation to 10atms for 10secs the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.